Event description:
Hosp personnel were attending to a pt in a code situation. External pacing was attempted however allegedly capture could not be obtained. A back up unit was obtained and used to continue treatment. The pt was not resuscitated however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rptr's assessment of the pt's viability and the availability of a back up device.